Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had excessive scratches on display screen. It was also reported that dome label sticker was missing. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window, broken belt clip slot and missing end cap sticker.